Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the healthcare professional tried to release the stent using the quick-release knob. However, the stent allegedly could not be released. It was further reported that the shaft of the stent was allegedly found to be bent. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the healthcare professional tried to release the stent using the quick-release knob. However, the stent allegedly could not be released. It was further reported that the shaft of the stent was allegedly found to be bent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided which leads to inconclusive result. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described. In particular the instruction for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' The instruction for use further state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding access/ accessories the instruction for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (...)'. Regarding pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' Regarding damage the instruction for use state: 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.